Event description:
Gallbladder surgery [gallbladder operation] . Synvisc-one was given in conjunction with cortisone with no reported adverse event [wrong technique in device usage process] . Case narrative: initial information received on 01-feb-2023 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 68 years old male patient who had gallbladder surgery after being treated with hylan g-f 20, sodium hyaluronate [synvisc one] which was given in conjunction with cortisone (with no reported adverse event) the patient's past medical history, medical treatment(s) and family history were not provided. Concomitant include: cortisone. On (B)(6)2022, the patient received hylan g-f 20, sodium hyaluronate (synvisc one) injection of strength: 48 mg/6 ml in left knee at a dose 6 ml once (route: unknown) (lot - crsl010a, expiration date:28-feb-2025) for osteoarthritis. Patient also said that the synvisc-one was given in conjunction with cortisone (wrong technique in device usage process, latency: same day). On (B)(6)2022, after a latency of few days, the patient had gallbladder surgery (gallbladder operation) (medically significant). Action taken: not applicable for both the events. Corrective treatment: not reported . At time of reporting, the outcome was recovered on an unknown date for the event gallbladder surgery and unknown for the event wrong technique in device usage process . Reporter causality: not reported for both the events. Company causality: not reportable for both the events. A product technical complaint (ptc) was initiated on (B)(6)2023 for synvisc (lot/batch number: crsl010a expiration date: 28-feb-2025) with global ptc number: (B)(4). The sample status of the ptc was not available. Ptc stated: complaint: adverse event. Based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Defect class has been updated to ii - (dp 02feb23) updated investigation (dp 01mar23). This complaint does not have a quality defect that would attribute to a death or serious injury. The production and quality control documentation for lot crsl010a expiration date (2025-02) was manufactured on 21mar2022 packaged 6000 singles were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot/batch record review & lot # frequency analysis for lot crsl010a no CAPA (corrective action and preventive action) is required. As of 21feb23 there are 7 complaints on file for lot crsl010 and all related sublots. 7 complaints are on file for lot crsl010a: (5) adverse event reports (2) syringe tip broken. Sanofi will continue to monitor complaints and trending to determine if a CAPA is required. The final investigation was completed on 08-mar-2023 with summarized conclusion as no assessment possible additional information was received on 08-mar-2023 from quality department.strength, expiry date and ptc details added. Text amended accordingly. Based on the previously received information, information was removed from field s-incident characterization and euca form (not required for the case).

Event description:
Gallbladder surgery [gallbladder operation]. Synvisc-one was given in conjunction with cortisone with no reported adverse event [wrong technique in device usage process]. Case narrative: initial information received on 01-feb-2023 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 68 years old male patient who had gallbladder surgery, synvisc-one was given in conjunction with cortisone with no reported adverse event while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant include: cortisone. On (B)(6) 2022, the patient received synvisc one injection in left knee at a dose 6 ml once (route, strength, expiry date: unknown) (lot - crsl010a) for osteoarthritis. On (B)(6) 2022 after a latency of few days gallbladder surgery (gallbladder operation) (medically significant). Patient also said that the synvisc-one was given in conjunction with cortisone (wrong technique in device usage process). Action taken: not applicable. Corrective treatment: not reported. At time of reporting, the outcome was recovered / resolved on an unknown date for the event gallbladder surgery and unknown for the event wrong technique in device usage process . Reporter causality: not reported for both the events company causality: not reportable for both the events a product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated 07-feb-2023: this case involves a 68 years old male patient who had gallbladder surgery while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Gallbladder surgery [gallbladder operation] . Synvisc-one was given in conjunction with cortisone with no reported adverse event [wrong technique in device usage process] . Case narrative: initial information received on 01-feb-2023 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada . Study title: patient support program involving synvisc one. This case involves a 68 years old male patient who had gallbladder surgery, synvisc-one was given in conjunction with cortisone with no reported adverse event while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s) and family history were not provided. Concomitant include: cortisone. On (B)(6) 2022, the patient received synvisc one injection of strength: 48 mg/6 ml in left knee at a dose 6 ml once (route: unknown) (lot - crsl010a, expiration date:28-feb-2025) for osteoarthritis. On (B)(6) 2022 after a latency of few days gallbladder surgery (gallbladder operation) (medically significant). Patient also said that the synvisc-one was given in conjunction with cortisone (wrong technique in device usage process). Action taken: not applicable. Corrective treatment: not reported . At time of reporting, the outcome was recovered / resolved on an unknown date for the event gallbladder surgery and unknown for the event wrong technique in device usage process . Reporter causality: not reported for both the events. Company causality: not reportable for both the events. A product technical complaint (ptc) was initiated on 01-feb-2023 for synvisc (lot/batch number: crsl010a expiration date: 28-feb-2025) with global ptc number: (B)(4) the sample status of the ptc was not available. Ptc stated: complaint: adverse event. Based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Defect class has been updated to ii - (dp 02feb23) updated investigation (dp 01mar23). This complaint does not have a quality defect that would attribute to a death or serious injury. The production and quality control documentation for lot crsl010a expiration date (2025-02) was manufactured on 21mar2022 packaged 6000 singles were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot/batch record review & lot # frequency analysis for lot crsl010a no CAPA is required. As of 21feb23 there are 7 complaints on file for lot crsl010 and all related sublots. 7 complaints are on file for lot crsl010a: (5) adverse event reports (2) syringe tip broken. Sanofi will continue to monitor complaints and trending as stated in sop rdg-sop-000440. Product event handling to determine if a CAPA (corrective action and preventive action) is required. The final investigation was completed on 08-mar-2023 with summarized conclusion as no assessment possible. Additional information was received on 08-mar-2023 from quality department strength, expiry date and ptc details added. Text amended accordingly.